Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; no response was received from customer. The device was returned. Due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to deformation of lock engagement lever, up/down knob cannot be locked securely. The light guide lens had a chip. The adhesive on bending section cover had a chip. The right/left knob was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope failed microbiological testing. The issue was found during reprocessing. The scope was cultured and tested positive for less than 10 colony forming units (cfu) of pseudomonas aeruginosa. The device was re-cultured after six days. The scope again tested positive for less than 10 cfus of pseudomonas aeruginosa. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.